Event description:
The customer reported this right atrial lead exhibited loss of capture in both unipolar and bipolar pacing configurations, and was electrically abandoned. The pt is 56 percent paced in the atrium and the lead was programmed to dddr with an output of 0.05v at 0.1 ms. The right atrial lead impedance measurement was 890 ohms with a low p wave amplitude measurement of 1.7 mv. The device had mode switched and there were seven stored electrograms for inappropriate atrial tachycardia response episodes. The device was reprogrammed to vvir mode. No adverse pt effects were reported. The lead was actively implanted for approx 7 years, 6 months.

Manufacturer narrative:
The lead was electrically abandoned, therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. No adverse pt effects were reported. The event will be re-evaluated if additional information becomes available. Loss of capture/sensing is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.